Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-57- user had an inaccurate reference- alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 200 mg/dl using truemetrix air meter and 90 mg/dl using another device; tests were performed non-fasting. The customer's expected fasting blood glucose test result range is 70 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6)2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/20/2018 and open vial date at time of call is three weeks; customer did not have any test strips left. The meter memory was reviewed for previous test result history (date / time not set; customer had problem seeing): (B)(6). Customer called since he was checking with another meter, his wife's and her meter reads correctly and his is high or lower than her meter, his blood sugars are very well maintained since he has a a1c of 5.4 and very proud of it. He watches what he eats and is maintained by his diet. He had no more strips left so he gave me the vial lot number of the strips he has been having the problem with. He never knows if the meter will read higher or lower than his wife's meter. He wants his meter replaced but he does not believe the meter. His meter is not set up correctly with the time and date and customer had a problem seeing well. He runs his blood several times a day.